Manufacturer narrative:
An event of central regurgitation was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on all available information, causes for the reported central regurgitation could not be conclusively determined. It is possible that procedural conditions, such as implant depth, contributed to these issues. However, this cannot be confirmed. The reported unexpected medical intervention was the result of case-specific circumstances, as a post-implant valvuloplasty was performed.

Event description:
It was reported that on (B)(6) 2023, a 21 mm non-abbott labcor valve was implanted. On an unknown recent date, the patient returned with significant aortic insufficiency. A 23 mm portico valve was placed valve in valve; however, after implant significant aortic insufficiency was present through the portico. A post implant valvuoplasty was performed which improved the result.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 21mm labcor valve was implanted. On an unknown recent date, the patient returned with significant aortic insufficiency. A 23mm portico valve was placed valve in valve however, after implant significant aortic insufficiency was present through the portico. A post implant valvuoplasty was performed which improved the result.